Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that whils using the bd syringe syringe injector without rubber stopper there were cracks causing leakage. The following was received from the initial reporter: clinical aspiration of drugs found to have cracked syringes, resulting in wasted drug leakage currently the syringe is not used by the patient, it occurs when the drug solution is drawn.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301940 and lot number 2110222. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a crack in the syringe barrel was observed. At this time, an exact cause could not be determined for the cracked barrel. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any damaged parts identified. It is possible that the defective syringe resulted from a blockage in the barrel feeding process that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that whils using the bd syringe syringe injector without rubber stopper there were cracks causing leakage. The following was received from the initial reporter: clinical aspiration of drugs found to have cracked syringes, resulting in wasted drug leakage. Currently the syringe is not used by the patient, it occurs when the drug solution is drawn.